Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that while inserting the PICC the guidewire got stuck. Had to go to interventional radiology to help remove and a second kit had to be used. No other information provided.